Event description:
The customer reported a system pressure dome leak during the treatment procedure. Customer stated there was a red blood cell pump alarm and then blood began to leak from the pressure, which then just snapped off the system pressure transducer. Customer stated he immediately aborted the treatment and did not return any blood or products to pt. The product was not returned for an investigation.

Manufacturer narrative:
Batch record review: for lot a120 shows no non-conformances and no alarms or issues during testing at the time of the event. This lot met all release requirements. A review of complaints received for lot a120 was performed. There were 3 complaints reported for pressure dome leaks to date for this lot 2 of the 3 complaints occurred during prime and 2 have dras were the actual kit is being returned for an investigation (including dra (B)(4) for this complaint). Results are still pending. The assessment is based on info available to at the time of the investigation. The root cause could not be determined based solely on the info provided by the customer. No product was returned by the customer for investigation. (B)(4).